Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event upon waking with a meter/cgm value of 45 mg/dl and associated sweating, and the user treated the hypoglycemia with oral carbohydrate; subsequent education addressed that eating right before bed can lead the pump to deliver corrective insulin and contribute to nocturnal lows, indicating a usage issue rather than a device malfunction. Symptoms included hypoglycemia and diaphoresis. Outcomes included an event considered a serious injury/illness/impairment and required medication intervention in the form of oral glucose. Investigation included communication and interviews as well as analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified, and no specific component of the device was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with unintended use error that contributed to the event.